Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer also reported that certain buttons of insulin pump are not well responding. The customer states that the scroll bar was not moving with no input. The customer¿s father also states that the issue is intermittent. The customer also reported that keypad¿s left and up arrows buttons are unresponsive and the block mode was inactive. Customer also states that insulin pump was neither dropped nor exposed to moisture. The customer¿s father was running a self test at the start of the call and the numbers are faded on the back of the insulin pump. Advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).